Manufacturer narrative:
A follow-up report wll be submitted upon completion of the investigation.

Event description:
Customer called into philips and reported the ready for use (rfu) indicator was intermittantly blinking a red cross. No patient or user involvement.